Manufacturer narrative:
The insulin pump had an alarm confirmed in alarm history file screen due to corrupted history file. Unable to upload the history file to carelink to verify the bolus history. The insulin pump was programmed with multiple boluses, all boluses recorded properly in history. No memory in history deleted. No moisture damage found in electronic assembly and motor. The insulin pump had missing end cap sticker.

Event description:
The customer reported that after changing the reservoir, it seems the insulin pump delivered half of the insulin in the reservoir into him. The bolus history was reviewed and he gave himself 7.0 units of insulin. The blood glucose reading was 55mg/dl, and he treated with candy. Reviewed the alarm history and found the no delivery alarm. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.